Event description:
Performing a double outlet right ventricle (dorv) procedure on a redo pt using two (2) right angled venous cannula, product code 67316. The pt's activated clotting time (act) was greater than 1,000 using the heparin management system (hms). Perfusionist noticed lack of venous return. Clotting was found at the ninety degree bend of the metal tip. Cannulae were replaced and no further clotting was observed; pt's condition was fine.